Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  about 2 days ago they noticed the ins was moving and "turning around like a baby moving." The patient also noticed that sometimes they weren't feeling stimulation like they used to, but when they felt stimulation it was comfortable. The patient added that they had 2 accidents already and they were trying to adjust therapy settings, but they have been unable to connect to the ins and kept getting the 'device is not responding' error message. The patient confirmed the communicator was positioned directly against the ins and they repositioned the communicator several times, but they still got the 'device is not responding' message. The patient was redirected to their healthcare provider to further address the issue.